Event description:
My name is (B)(6). I am from (B)(6), I had ir customvue lasik laser vision correction on (B)(6) 2010. On checking, I was found to have a refractive error of re -4.75 ds/ -1.50 dc x 40 and the le was -4.50ds/-2.75dc-140 and dr told me that I am a good candidate. After this, my daylight vision is perfect but at night and dark areas, I had halos, starburst and poor contrast problem. But if I use eyedrop, name alphagan p, then for some time, my eyes work perfect but only for some times and I use it very often. Then again I had lasik on (B)(6) 2011 on both eyes and dr increased my optical zone by touch up procedure. But my halos, starburst and poor contrast have not gone away. They were still there. Then again I had lasik on (B)(6) 2013 on left eye only. Dr increased my optical zone to 8 mm. After this, I got only 20% better than before but my halos, starburst and poor contrast are still there. They said its maximum zone they can do. I afraid to drive car at night. I am very tensed and disappointed. If you have any solution please let me know. Dr saying your pupil size is large that is why you are having these issues. I am very depressed, annoyed, frustrated and sad. What I really want is to get back a normal vision. Awaited reply.